Event description:
The posterior foot was broken and missing from the device. The physician had attempted arteriotomy closure using the perclose proglide device following an interventional procedure. It was noted upon retrieval that a cuff miss and occurred and there was no suture capture. The first device was removed and a second proglide device was inserted over the wire. Hemostasis was achieved with the second proglide device and compression. No adverse patient events were reported, no additional information was made available. This report is for the first proglide device used.